Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant on a 5f mynx control vascular closure device (vcd) was out of the skin. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 was fully depressed, while button 2 was not depressed. The stopcock was found in the open position, and a syringe was returned detached from the unit. Additionally, a cordis sheath was received inserted onto the unit. The sealant was no longer mounted in its manufactured position as expected due to the activation of the deployment system (full depression of button 1). The balloon was not retracted as expected, given the state of button 2 (not depressed). Therefore, no abnormal conditions were observed. Note: there was a discrepancy between the condition of the device received at the decontamination lab and the device received at cordis product analysis lab (pal). When reviewing the images of the device conditions at the decontamination lab, it appeared that part of the sealant was attached to the device; while for this evaluation, the sealant was not mounted on the unit received. A functional test could not be performed completely as the sealant was already deployed. Nevertheless, button 2 was tested, and the balloon was fully retracted. Therefore, no anomalies were observed. The reported event of ¿sealant-inaccurate placement-partial¿ was confirmed through analysis of the picture received from the decontamination lab as it was noted that part of the sealant was still mounted on the device. However, the exact cause of the issue could not be conclusively determined analysis. Based on the limited information available for review and product analysis, user error possibly resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if the balloon is not fully deflated before button 2 depression is attempted, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant on a 5f mynx control vascular closure device (vcd) was out of the skin. There were no reports of patient injury. The device was returned for evaluation.